Event description:
It was reported that during a sleeve gastrectomy procedure, after the use of three chargers without difficulty, the fourth cartridge has neither stapled nor cut the stomach. The staples fell open into the stomach. After removal of these staples, the surgeon has completed the intervention with the same clamp and a fifth charger. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m52w59 . Additional information was requested and the following was obtained: did the staples fall out of the cartridge? Yes the following information was requested, but unavailable: were the staples that fell open deployed into the tissue during firing? When there was defective stapling 2 times, was there an issue with another firing besides the 4th? What was the product code for the cartridge(s) being used when the issue occurred (ex: ecr60g, gst60t, etc.)? Was buttressing material utilized? If so, which product? Was a leak test performed and if so, what was the result? It was stated that this is a potential adverse event with risk of infection and fistula. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The ec60a device was received for analysis with no visual non-conformances and with six ecr60d cartridge reloads present. Cartridge (b, c, d, e, f) were received fully fired and in good visual conditions. Cartridge (g) e was received partially fired 1/2 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The reported event could not be confirmed as the cartridge reload was received out of its sterile package. The batch record was reviewed and no anomalies were noted during the manufacturing process.